Manufacturer narrative:
The pump was returned to animas for evaluation and evaluated. The keypad appeared to be intact and all buttons were responding appropriately to user inputs; however, there was evidence of contamination under the key contacts.

Event description:
It was reported that the keypad buttons had to be pressed multiple times in order to activate the desired pump functions. The keypad is reportedly intact and the pump has not been exposed to moisture. There was no adverse event associated with this complaint.